Manufacturer narrative:
Additional information was received that the patient had methicillin-resistant staphylococcus aureus (mrsa) infection.

Event description:
A report was received that following an impant procedure, the patients limited movements got worsened and developed infection. It was also reported that the patient had been in rehabilitation unit since the implant. The physician believed that it was not device related. The patient underwent an explant procedure and was prescribed with antibiotics before and after the surgery. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7043966, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure, the patients limited movements got worsened and developed infection. It was also reported that the patient had been in rehabilitation unit since the implant. The physician believed that it was not device related. The patient underwent an explant procedure and was prescribed with antibiotics before and after the surgery. The patient was doing well postoperatively.